Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video assisted thorascopic surgery, when the reload was attached to the stapler, and then inserted into the thoracic cavity, and the rotation knob is used to articulate, during the articulation before clamping the tissue, the connection part of the loading unit broke and stuck to the stapler, the loading unit then fell into the patient cavity and was retrieved via graspers. Another stapler and reload was use to resolve the issue. There was no patient harm.